Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the calcified, extremely tortuous mid to distal right coronary artery (rca). The physician attempted to place a 3.50x24mm liberte bare metal stent, but was unable to cross the lesion and the proximal edge of the stent was lifted up. The procedure was completed with a 3.50x16mm and a 3.50x12mm liberte stent. No pt complications were reported. Pt status reported as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.